Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported do not get alarm I - time is too long. The device was in clinical use at the time of the event. No patient harm reported.